Manufacturer narrative:
(B)(4). Medical products - femoral component 00575001401 lot 61315075, tibial component 00597003501 lot 61280602, patella component - 00597206532 lot 61307668, therapy date - unknown. Reported event was unable to be confirmed due to limited information received from the customer. A physical device evaluation could not be conducted as the device was not returned and photographs were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. During a compatibility check, it was noted that the femoral component and acetabular component were not compatible; however, it is unknown if the event was related to this finding as the event details are not known. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple mdrs were filed for this event. See associated reports: 0001822565-2016-01651, 0001822565-2017-03376, 0001822565-2017-03377, 0001822565-2017-03378.

Event description:
It is reported that the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time.